Event description:
A technician pulled the xpert self-expanding trashepatic biliary stent system from the package. While prepping and after flushing the device, the physician noticed that the stent was partially deployed. The device never entered the pt.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.